Manufacturer narrative:
Submit date: 11/14/2005.

Event description:
It was reported to tycohealthcare kendall on 10/20/2005 that a customer had problem with the kendall dual lumen catheter. The customer states " a leak was discovered slightly below the butterfly."

Manufacturer narrative:
Section d-8 this is not a single use device that use reprocessed or reused on patients; the answer should have been no.